Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was explanted on (B)(6) 2018. The pump would not be returned to the manufacturer for analysis as the pump was disposed of by the healthcare provider; the physician didn¿t feel it was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that as per the physician¿s office scheduler the patient had been experiencing dizziness and lack of / no pain relief. The date of the event was 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). The event occurred during normal use. The physician had decreased his dose and now the pump was off. Diagnostics/troubleshooting performed was unknown. Environmental/external/patient factors that may have led or contributed to the issue was also indicated as having been unknown. The patient was requesting that the pump be removed. Surgical intervention for pump removal was scheduled to occur on (B)(6) 2018. The issue was not resolved at the time of the report. The patient was with injury at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were unknown at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s medical history and weight was unable to be confirmed.